Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure using an xi system, an operating room (or) staff called to report that universal surgical manipulator (usm) arm 4 became disabled and the surgeon lost control of the right master tool manipulator (mtmr). Although the customer had already power cycled the system, the error recurred at startup. The intuitive surgical, inc. (Isi) technical support engineer (tse) instructed a hard power cycle of both the surgeon side console (ssc) and patient side cart (psc), but the issue persisted and no backup ssc was available. The procedure was converted to traditional laparoscopic surgery, with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced master tool manipulator (mtm) to resolve the issue. The system was verified and ready to use. The mtm has been returned and evaluated by the failure analysis (fa) team. The reported recoverable errors on the mtm were confirmed but not reproduced. Log review revealed error 23027 (digital pot health status error, joint 3 c-balance cable), confirming the issue occurred in the field. Visual inspection found no relevant issues, and mtm2 functioned normally with all tests passing within specification. No faults were identified during inspection after testing.

Manufacturer narrative:
While the issue was not replicated during failure analysis testing of the returned part, the error observed in the system logs indicate a potential issue with the master tool manipulator (mtm) sensor.

Event description:
Refer to h11 for follow-up information.